Event description:
Rn reported 1 incident of the clamp on the transfer set being broken. Per rn, there was no flow past the clamp area. The pt received a transfer set change, and when the rn changed the pt's set, the clamp fell apart. Per rn, no pt injury or medical intervention was associated with this incident.